Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide wire tip broke. A direxion hi-flo fathom-16 system was selected for use. During the procedure, as the guide wire was pulled back into the microcatheter, the tip of the guide wire broke. The procedure was completed with another fathom. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation with no original packaging. The catheter shaft was inspected for damage. It was noticed that the tip was detached. Approximately 14.5cm of the tip was separated from the wire and was returned for evaluation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was located in the tortuous visceral artery. The device was retrieved using a micro catheter. No device fragment remained in the patient's body.